Event description:
It was reported that the patient's left knee was revised. As reported by the rep: "pre-op diagnosis: left periprosthetic distal femur fracture¿no further information available per hospital policy".

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown femoral implant was reported. The event was confirmed through clinician review of the provided x-ray. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms periprosthetic femur, need primary and revision operative reports, clinical past medical history and additional serial x-rays. Product history review; not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, primary and revision operative reports, clinical past medical history and additional serial x-rays are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left knee was revised. As reported by the rep: "pre-op diagnosis: left periprosthetic distal femur fracture. No further information available per hospital policy".